Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient "underwent an additional surgery to repair a strangulated right inguinal hernia and a small bowel resection"; however, no medical records have been provided. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2012: the patient underwent surgery for repair of a right inguinal hernia. A bard/davol perfix plug, reference number 0112980, lot number hutj1664 was implanted to repair the hernia defect. On (B)(6) 2016: the patient underwent an additional surgery to repair a strangulated right inguinal hernia and a small bowel resection. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective perfix plug.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2012: the patient underwent surgery for repair of a right inguinal hernia. A bard/davol perfix plug, reference number 0112980, lot number hutj1664 was implanted to repair the hernia defect. (B)(6) 2016: the patient underwent an additional surgery to repair a strangulated right inguinal hernia and a small bowel resection. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective perfix plug. Addendum per additional information provided: (B)(6) 2012 - patient was diagnosed with right inguinal hernia thereby underwent repair with implant of perfix plug. (Note: no operative note was provided in medical records). (B)(6) 2016 - patient was diagnosed with strangulated recurrent right inguinal hernia thereby underwent open repair and small bowel resection. Per operative notes ¿the hernia sac was completely dissected out, an indirect hernia identified with incarcerated sac. Dark and dusky small bowel with lot of fluid is seen through the sac. The fluid was suctioned, the strangulated piece of small bowel was noted and resected. The previous mesh was noted during the hernia repair which was incorporated well." Attorney alleged that the patient had bowel obstruction, bowel removal, pain, hernia recurrence and emotional injuries.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient "underwent an additional surgery to repair a strangulated right inguinal hernia and a small bowel resection"; however, no medical records have been provided. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct manufacturing date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 3 years 9 months post implant of perfix plug, patient was diagnosed with strangulation, hernia recurrence and scar tissue thereby underwent repair. Review of manufacturing records confirms product was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.